Event description:
(B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy. It was stated at night time, they still weren't getting any help. Their clothes were always wet. The patient had gone to the doctor¿s twice in (B)(6) and had the manufacturer representative adjusted it. They said it was okay for maybe a week and then it went back to the same routine. The patient was on program 1 at 1.0v and switched to program 2 at 3.0v. If that didn¿t work, the patient was going to try the other 2 programs. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient later reported they never had any therapeutic relief, she was still wetting herself. The patient noted they had been ¿regulated¿ a couple of times, but it had not helped the symptoms. It was clarified the patient had been programmed of times by the healthcare professional (hcp) and twice by the manufacturer representative (rep). The patient stated she was starting to get agitated because the therapy had not worked for them yet. Patient later reported that the implantable neurostimulator was not working for her since implant and could not go anywhere without taking 2- 3 pads with them. They got up 4-5 times through the night since implant. Patient stated the hcp tried to regulate it but it was not working since implant. She was told by hcp to keep adjusting it. They could not have intercourse with spouse because of bladder leakage since implant. Patient also noted that they had multiple sclerosis (ms ) and fibromyalgia. Patient had their device cut off because it was shocking them and not doing what it was supposed to do with the bladder about a year after implant. Patient had leaking with their bladder. Patient mentioned that every time they would try a different lead, the shocking would get worse and felt like needles sticking them. Shocking would get stronger, so their hcp helped turn the stimulation off and then they could not control anything with their bladder whatsoever. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0lcyf, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.